Manufacturer narrative:
The insulin pump was received with blank display and a constant tone; after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack the insulin pump powered up properly; the problem was isolated to electronic assembly; unable to perform full function test due to blank display. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, her blood glucose was 60 mg/dl and treated with glucose tablets. The customer stated she was going to turn the basal rates on the insulin pump and she noticed it was blank. Troubleshooting was performed for the blank display and anomaly persisted in the end. The customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She agreed to return the device for analysis.